Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after drinking orange juice without a meal announcement while using the ilet bionic pancreas and contacted support for assistance with changing a 23 inch, 6 mm steel contact detach infusion set; the agent guided a detach supply change, the patient completed the steps, and insulin delivery resumed. Symptoms included elevated blood glucose to 249 mg/dl without dizziness, loss of consciousness, or other acute effects. Outcomes included transient impact with blood glucose outside the target range for about one hour, no use of back-up therapy, no ketone testing, no steroid exposure, and no medical intervention. Investigation included technical support troubleshooting and user education on proper infusion set change and meal announcement practices. Investigation of this case revealed user-related use error due to a missed meal announcement that contributed to hyperglycemia. It was concluded that the device functioned as expected after supply change and that the event was attributable to user behavior rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.